Event description:
On (B)(6) 2021, the patient underwent an endovascular repair of a thoracoabdominal aneurysm type iii which was treated with a branched stent graft component (zenith® t-branch® thoracoabdominal endovascular graft, cook medical) and three gore® viabahn® vbx balloon expandable endoprostheses (viabahn® vbx device). The viabahn® vbx devices were implanted in the left and right renal artery and the superior mesenteric artery. On (B)(6) 2021, a computed tomography angiography was done and reportedly it revealed a type 1c endoleak in the right renal artery. On (B)(6) 2021, an endovascular reintervention was performed and the outcome of the adverse events were reported as resolved.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. (B)(4). No answer has yet been provided by the hospital. Two devices were involved in this incident. Therefore, two reports are submitted. The second report has the manufacturer report number 2017233-2022-03087.

Manufacturer narrative:
Updated: h6: corrected imdrf codes.